Manufacturer narrative:
Citation: landes, u. Et al. ¿comparative matched outcome of evolut-r vs corevalve transcatheter aortic valve implantation¿. J invasive cardiol 2017;29(2):69-74. (B)(4).

Event description:
Medtronic received information via literature review regarding comparing outcome of medtronic evolut-r versus corevalve transcatheter aortic valve replacement (tavr). All data were collected from a single center between november 2008 and february 2016. The study population included 535 patients (predominantly female; mean age 82 years), 358 of which were implanted with medtronic self-expanding corevalve (n = 283; 53%) or evolut-r devices (n = 75; 14%). No serial numbers were provided. Among all patients four deaths occurred (3 cardiovascular, 1 non-cardiovascular); none of the deaths were attributed to medtronic product. Among all patients adverse events included: stroke/transient ischemic attack (tia), myocardial infarction (mi), vascular complication, bleeding, acute kidney injury, atrioventricular conduction block requiring pacemaker implantation, and paravalvular leak (pvl). None of the adverse events were specifically attributed to medtronic product. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.